Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("swelling nos"), bladder disorder ("bladder disorder nos"), adenomyosis ("adenomyosis"), uterine enlargement ("my uterus is 3 times normal size"), muscle spasms ("cramps"), pain ("achy"), cough ("cough") and procedural pain ("stabbing pain after my hysterectomy"). The patient was treated with surgery (scheduled hysterectomy). At the time of the report, the abdominal pain lower, swelling, bladder disorder, adenomyosis, uterine enlargement, muscle spasms, pain, cough and procedural pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, cough, muscle spasms, pain, procedural pain, swelling and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social : swelling, lower abdominal pain, bladder disorder, adenomyosis, uterine enlargement, medical device removal, ache, cramps, cough, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter added. Event "stabbing pain after my hysterectomy"added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("swelling nos"), bladder disorder ("bladder disorder nos"), adenomyosis ("adenomyosis"), uterine enlargement ("my uterus is 3 times normal size"), muscle spasms ("cramps"), pain ("achy"), cough ("cough") and procedural pain ("stabbing pain after my hysterectomy"). The patient was treated with surgery (hysterectomy with keeping only the ovaries). Essure was removed. At the time of the report, the abdominal pain lower, swelling, bladder disorder, adenomyosis, uterine enlargement, muscle spasms, pain, cough and procedural pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, cough, muscle spasms, pain, procedural pain, swelling and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social : swelling, lower abdominal pain, bladder disorder, adenomyosis, uterine enlargement, medical device removal, ache, cramps, cough, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Non-drug treatment notes for the event "abdominal pain lower" and action taken with essure updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), swelling ("swelling nos"), bladder disorder ("bladder disorder nos"), adenomyosis ("adenomyosis"), uterine enlargement ("my uterus is 3 times normal size"), muscle spasms ("cramps"), pain ("achy") and cough ("cough"). The patient was treated with surgery (scheduled hysterectomy.). At the time of the report, the abdominal pain lower, swelling, bladder disorder, adenomyosis, uterine enlargement, muscle spasms, pain and cough outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, cough, muscle spasms, pain, swelling and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social : swelling, lower abdominal pain, bladder disorder, adenomyosis, uterine enlargement, medical device removal, ache, cramps, cough. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.